Event description:
It was reported the device was in use for infusion with a bd optimus connector and a cadd infusion pump. The reporter stated the device caused the attached pump to give a false "no disposable" alarm. No adverse effects reported.